Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, post-op, there was a hole in the patient¿s mesh. In 2014 the patient received the mesh during treatment for an umbilical hernia. The patient returned in 2021 for a revision procedure, there was a hole in the middle of the mesh. During the revision procedure the surgeon took down the adhesions and placed another mesh over the hole. The procedure was completed successfully. This report involves one (1) surgical mesh 22x28mm 12mm hgt. This is report 1 of 1 for (B)(4).